Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had received a call back message stating they had high voltage on one of their wires. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.